Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019 at 11.40 am. The customer¿s blood glucose at the time of hospitalization was 450 mg/dl. The customer treated high blood glucose with insulin drip. It was reported that the customer was using auto mode. The customer had altered mental status and was evaluated in the emergency room, was brought in by friend. The customer unable to upload carelink. The insulin pump will not be returned for analysis.